Event description:
The customer reported that the tip of this suture hook bent and broke off during use in a shoulder arthroscopy. The broken tip was retrieved, and the procedure was completed as intended. There was no pt injury, and no surgical delay with this event.

Manufacturer narrative:
Investigation results: the suture hook was received along with the detached portion for evaluation. A visual inspection found a clean break at the weld of the device. The cause of this breakage was unable to be determined at this time. The instructions for use (IFU) provides the following info: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Cautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument, which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. In addition, the user is informed to always inspect and test the instrument for proper function prior to use. The customer will be provided additional info regarding use of this device.